Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the same malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.